Manufacturer narrative:
Device not returned. Additional manufacturer narrative: unfortunately, the edwards device was not returned for analysis. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the patient has expired on the same day of surgery. According to the patient's operative report, presented with contained posterior left ventricular rupture at the atrioventricular groove. The pericardial space had dense adhesions related to the reoperative stenotomy. There was a contained rupture and pseudoaneurysm in the left pericardial space consistent with the preoperative cat scan with blood emanating from a disrupted av groove. The mitral annulus was quite friable. The patient had a bioprosthetic mitral valve which was replaced with the carpentier-edwards perimount theon pericardial bioprosthesis. A patch was placed in the area of the evident disruption. The patient was quite vasoplegic requiring high doses of multiple pressors and inotropes. Despite this, rv function was hypokinetic. Lv function was preserved. The patient was taken to the cpacu in guarded to grim condition, given the ongoing evidence of posterior av dissociation and oozing. Unfortunately, the cause of death was not provided. Furthermore, there have not been any allegations that the edwards device cause or contributed to the patient's death.